Event description:
It was reported that a cartridge change error occurred. During troubleshooting, it was observed that there was debris on the pneumatic tap area. The customer used an alcohol wipe or lint-free cloth to clean the pneumatic tap area on the pump and successfully reloaded the existing cartridge to resume insulin therapy. There was no reported adverse impact to the customer's blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.